Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a product usability issue with her one touch ultra 2 meter. The patient stated ¿had a hard time seeing the screen¿. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 3:30 p.m. The patient manages her diabetes with insulin (novolog and lantus) and stated she took a decreased dose of insulin (lantus, unknown dosage) in response to the alleged issue. The patient claimed, 1 week after the alleged issue occurred, she developed symptoms of ¿tired, vomiting, and couldn¿t move¿. On (B)(6) 2013 at 8:00 p.m., the patient stated she was tested with an ER/hospital meter and obtained a result ¿over 513 mg/dl¿. The patient stated she was ¿hospitalized¿ and given insulin (novolog and lantus, unknown dosage) from a health care professional (hcp). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/13/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.